Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report cgm inaccuracy compared to the patient's blood glucose meter on (B)(6) 2014. The patient also reported insertion of the device on the bottom. The device is not indicated for insertion in bottom. The device is not indicated for use in pediatric patients. At the time of the call to dexcom technical support, the patient did not report any medical intervention or injuries.